Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of issues with the customer's insulin pump. The father states the pump was exposed to water and stopped functioning. The father states they would be calling back at a later time in order to troubleshoot.